Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that asymptomatic patient presented for follow up with the pulse generator exhibiting a diagnostic anomaly. The elective replacement indicator (eri) failed to trigger despite a battery longevity estimate of less than three months. The device was explanted and replaced. No adverse patient consequences were reported.